Manufacturer narrative:
Manufacture date: february 24, 2017 ¿ february 27, 2017. One actual folusor unit was received for evaluation. A visual inspection was performed and fluid inside the bag that contained the unit was identified. The cause of fluid inside the bag was visually identified to be an untightened blue winged luer cap. A functional leak test was performed by filling the unit with green colored water. After fill, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. No signs of a leak were observed at the blue winged luer cap. The reported issue of leak was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a small volume folfusor. The reporter specified that the contents leaked into the yellow sealed bag. The pump was filled with fluorouracil 4500mg in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.